Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this device displayed high out range pacing impedances. Additional information provided noted that during the implant procedure the device was programmed incorrectly thus the patient had to brought back into the hospital for programming optimization. Additional information provided noted that this patient was brought back to the hospital and out of range pacing impedances were noted. After disconnecting and reconnecting this right ventricular lead from the device out of range pacing impedances were still seen. The lead was also tested with the pacing system analyzer (psa) which also showed our range pacing impedances. Finally the physician elected to explant this right ventricular lead and use another lead with the same existing device. The explanted lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.